Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing due to noise. It was confirmed an insulation damage. This lead will be replaced on the next generator change (the date and time is to be determined). This lead remains active. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing due to noise. It was confirmed an insulation damage. This lead will be replaced on the next generator change (the date and time is to be determined). This lead was explanted and replaced. No additional adverse patient effects were reported.